Event description:
Customer reported being unable to test due to receiving an unspecified error on the display of the adc blood glucose meter. Customer further reported experiencing a loss of consciousness and having contact with a healthcare provider who diagnosed him with hyperglycemia and administered intravenous fluids and an insulin injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and the reported meter serial number has been determined to be invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The manufacturer of the freestyle lite meter was contacted and determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was completed for the reported complaint and freestyle lite meter, no trends were identified that would indicate any product related issues. A DHR (device history review) for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date of event is unknown. The date entered is based on customer's report of "nov 2 or nov 3". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to receiving an unspecified error on the display of the adc blood glucose meter. Customer further reported experiencing a loss of consciousness and having contact with a healthcare provider who diagnosed him with hyperglycemia and administered intravenous fluids and an insulin injection for treatment. There was no report of death or permanent impairment associated with this event.